Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not getting any insulin when she did deliver a bolus. The blood glucose has been high on the 30's mg/dl, and she has treated with a manual injection of 12.0 units of insulin. The cannula was removed and it was not bent. Had a bolus of 5.0 units and no insulin came out. Performed a fixed prime test and the insulin did exit with no alarms. The customer will call back to do the high pressure test. Reviewed the alarm history and found a no delivery alarm, but the caller did not remember receiving the alarm. No further information was provided.